Manufacturer narrative:
(B)(4). Statement: received one piece of used, empty of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. The patient connector was closed with a stopper. Big top cap was opened and discofix cap was removed. Detected crystallized residue at cap valve, filter, lumen of microbore tube and patient connector. Analysis: complaint sample was dissected by section to investigate the possible contributor of blockage. Complaint sample was dissected at section (a) (microbore tube; before male luer lock). No flow was observed. Section (b) was then dissected from the complaint sample. The solution was flowing. Conclusion : complaint sample is not working due to blockage at section (b) - microbore tube. However, the root cause for blockage could not be comprehended because the sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging (filled with 5-fu). The received sample was taken to a visual inspection. Damages were not detected on the sample. In as-received condition, the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was closed with a stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no diffusion. Drug: 5fu.